Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's international service technician reported that the ventilator produced a 100b error code when the unit was powered on.there was no patient involvement.

Manufacturer narrative:
Date of report: 13sep2018. Date received by manufacturer: 11june2018. International UDI#: (B)(4). The manufacturer¿s international service technician confirmed the watchdog test failure occurred. A relevant error code was also found in the error log. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gds assembly was returned for failure investigation. The gds assembly was tested and there was no failures identified.